Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection at the implant site three months post-implantation. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. This is a combined initial/final report.

Event description:
The device was explanted due to an infection around the site of the implant housing. The inflammation was seen 2 months after the implantation. There was redness and swelling at the skin above the implant. Furthermore the whole implant was covered in edema. Cultures were (B)(6) for (B)(6).